Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Pad expired. Expiration date 06/2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the megasoft is not working properly and the sheath has torn off of the megasoft. There were no patient consequences.